Event description:
There was no explanation provided. The patient selected 'no' for satisfaction. A follow-up questionnaire was completed by the subject where they answered "no" for satisfaction with the results of the study hip replacement. The subject replied that they are not satisfied with their right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm, cat# 502-03-54e, lot# mmnl85, 32mm +4 lfit v40 head, cat# 6260-9-232, lot# 46136602, size 6 accolade ii 127 deg, cat# 6721-0635, lot# 46705305. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.